Manufacturer narrative:
B3: unknown; no information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
During the occlusion test, it was observed that instead of the plunger retracting, an audible ¿pop¿ sound occurred, followed by the plunger coming to an abrupt stop. The system then displayed a ¿travel course error¿ message. This incident took place during routine maintenance, with no patient involvement or reported harm.